Event description:
It was reported that during a lap fundoplication procedure, the blade was broken. It was retrieved. No further information is available. The case was completed with the same like product. No patient consequence.